Manufacturer narrative:
D4 - the UDI number for this product code is not required to be registered. The actual device was returned to the manufacturing facility for evaluation. Visual and magnifying inspections found that the distal platinum coil segment had been stretched with the distal end of the stretched segment having been fractured. The niti core wire which should have been located inside the platinum coil was found exposed from the platinum coil and fractured. Magnifying inspection of the distal coiled segment found that the elongation of the platinum coil had reached the joint of the platinum coil stainless steel coil and niti core wire. The length of the niti core wire was measured and found to be missing approximately 8mm in length. Subsequently the thickness of the niti core wire was measured on the segment adjacent to its fracture and confirmed to meet manufacturing specification. Electron microscopic inspection of the fracture of niti core wire revealed the presence of the dimple pattern on the fracture cross-section with no deformation into a flexed shape or no diminishment in the thickness toward the fracture end. Magnifying inspection of the stainless steel coil did not reveal any anomalies in the appearance. The outside diameter of the stainless steel coil confirmed to meet manufacturing specification. A review of the device history record and the shipping inspection record of the involved product/lot number combination confirmed that there was no indication of production-related problems. A search of the complaint file found no other report with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the distal segment of the platinum coil of the actual sample was trapped in some hard object, such as a calcified lesion. In this state, some repetitive bending and manipulation forces were applied to the actual device resulting in the reported event. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the runthrough ns and /or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported coil elongation of the runthrough ns device during a procedure. Follow up communication with the user facility confirmed the following information: pci was performed in lad#7; a hyperion 6fr. Spb3.5 was engaged and a tgv wire was advanced into the main trunk; the actual sample, a runthrough ns ultrafloppy was placed in d1 and a sionblue in lad#7 as the protectors; pre dilatation was done with a lacross nse 2.5- 13 mm; observation of the target lesion with a revolution found the presence of eccentric calcification; an ultimaster 2.75-38 mm was placed in the target lesion and deployed at the nominal pressure with a stent balloon; prior to post dilatation with a non-compliant balloon, the customer tried to withdraw the protector wires; the sionblue was able to be withdrawn but the actual sample placed in d1 was not; continuous pulling of the actual sample resulted in elongation of the coil and a fracture of the distal segment with the ultimaster stent being deformed and elongated; the actual sample was pulled out of the patient with the fractured segment remaining in the body; the deformed ultimaster stent was dilated with a sapphirel 1,5 and traveler 2.5 mm; the elongated segment of the stent where the struts had been widened was overlapped and covered with another ultimaster 2.75-9 mm; ivus check confirmed good deployment of the stents; the customer decided not to try to retrieve the fractured segment from the patient as it stayed in a peripheral vessel and would not affect the patient adversely; the procedure was completed successfully; and the patient recovered from the reported serious injury.